Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the airway to treat a stenosis in the left main bronchus during an interventional treatment performed on (B)(6) 2024. After placement, bronchoscopy revealed that the stent had not fully expanded. Shortly after, the patient coughed, causing the stent to dislodge and pop out. The procedure was not completed due to this event. Note: a photo of the device was provided by the complainant, showing that the stent had not fully expanded outside the patient.

Manufacturer narrative:
Blocks a1 (patient identifier), a2 (age), and a4 (weight), e1 (initial reporter's address 1 and city) have been updated based on the additional information received on (B)(6) 2024. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter's phone number has been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: a deployed and fully expanded ultraflex tracheobronchial stent was received for analysis, the delivery system was not returned. A media inspection, based on the photo provided by the customer, revealed the stent failed to expand. No other damage was noted on the device. Product analysis confirmed the reported event of stent failure to expand. However, the reported event of a stent positioning problem could not be confirmed, as it occurred during the procedure and could not be replicated in the laboratory. It is most likely that procedural factors - such as lesion characteristics, device handling, and the technique used by the physician contributed to stent's expansion failure during the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential complication associated with the use of this device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the airway to treat a stenosis in the left main bronchus during an interventional treatment performed on (B)(6) 2024. After placement, bronchoscopy revealed that the stent had not fully expanded. Shortly after, the patient coughed, causing the stent to dislodge and pop out. The procedure was not completed due to this event. Note: a photo of the device was provided by the complainant, showing that the stent had not fully expanded outside the patient.